Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the first reload was pre-fired and engaged in interlock and the second reload was partially fired. There were staples protruding from proximal staple cartridge channel of the first reload. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were applied to test media with proper staple placement and media transection. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right video assisted thoracoscopic resection, nodulectomy and wedge resection to upper and lower lobe. The staplers did not fire. Another handle and reload were used to complete the procedure. Surgical time was extended by 30 minutes or more due to the product problem, but the patient did not experience any adverse effects.

Event description:
According to the reporter: occurred during a right video assisted thoracoscopic resectioning. The staplers did not fire. Surgical time was extended by 30 minutes or more due to the product problem, but the patient did not experience any adverse effects.